Manufacturer narrative:
Product event summary: the log files were returned and analyzed. In conclusion, the reported clinical issues of perforation, tamponade, and effusion occurred during the procedure and the decision to abort the procedure without use of alternate therapy was based upon the medical judgement of the physician. There is no indication of a relation of the adverse event to the performance and malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a perforation was discovered at the anterior ostium of the left superior pulmonary vein (lspv). The patient's blood pressure dropped due to the pericardial effusion and cardiac tamponade. A "pig tail" was initially used to drain the pericardial sac, resulting in the patient's vitals stabilizing. The patient was then transferred to the operating room where cardiothoracic surgery was performed to close the perforation. The ablation procedure was aborted. The physician surmised that "the perforation occurred during sheath manipulation to access the septum. The location of the perforation, and the areas that were mapped and ablated were not near each other." The sheath was another manufacturer's device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
B5: event description - updated d4: expiration date, lot#, unique identifier (UDI) - updated h6: fdm (annex b) eval code method - updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the procedure was aborted and the patient was under general anesthesia.